Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating after the station was moved. Unable to authenticate using credentials due to network connectivity issue. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) mentioned that the station was moved by the client, after which it stopped communicating. Verified all physical connections were secure. Attempted login with bd credentials but authentication failed. Client contacted hospital it to check the network, and it was identified that the network line was inactive. It restored the network connectivity, after which the station began updating and login with credentials was successful, resolving the issue. The system functioned as intended after the customer resolved the issue with field service engineer assistance.